Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor of ophthalmology reported that a system displayed a system message and multiple illumination ports did not work before surgery. There was no patient involved.

Manufacturer narrative:
The system was examined and the reported events were replicated. The tabletop illuminator module was replaced to address the issues. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 26, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event(s) can both be attributed to a nonconforming tabletop illuminator module. However, how or when the module became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).